Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and confirmed the malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and the breath delivery unit (bdu) pcb, and the gui to bdu cable, to resolve the issue. The device then passed all testing and was placed back in service at the user facility.

Event description:
It was reported that during patient use, a ventilator experienced a communication issue but did not stop cycling. There was no report of patient harm as a result of this event.